Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 449 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer's mother was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer's mother was advised that a tubing clamp will be sent. The customer's mother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer's mother was advised to call when tubing clamp is received to perform high pressure test and to confirm if insulin pump can detect an occlusion. The insulin pump will not be returned for analysis.